Event description:
On 04/20/2022, zyno medical received a complaint from an end user. It was reported that the device "infused more rapidly than the we set the rate." The device operator was a registered nurse. Medication being infused was unknown. There was a patient involved. The patient was not harmed or injured.

Manufacturer narrative:
Zyno medical is waiting for the arrival of the affected device.

Manufacturer narrative:
The service provider provided the investigation report to zyno medical on 07/01/2022. The actual device was tested. The device failed the flow rate testing. The flow rate deviation was 11.25%, which is outside of the +/-5% specification. The reported issue was confirmed. The root cause was not established. The pump was calibrated and tested to meet full specification.

Event description:
This is a follow-up for the initially filed MDR .